Event description:
A customer contacted beckman coulter inc. (Bci) regarding the coulter act diff 2 analyzer was generating erroneous white blood count (wbc) and differential results for one specimen with and without instrument flags. The operator reran the same specimen several times and recovered erratic results for wbc and differential parameters. The customer did not perform manual counts for complete blood count (cbc) parameters. The customer could not provide correct results for wbc or differential parameters. The customer considers all wbc and differential results on this specimen to be incorrect and did not report these results. There was no death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected in a 4ml bd vacutainer tube. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). On (B)(4) 2010 a field service engineer (fse) was dispatched and replaced the wbc aperture and the analyzer main card with no resolution. On (B)(4) 2010 the fse returned and replaced the lyse pump and associated tubings, then verified the instruments operation.